Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
The manufacturer became aware of a study from department of trauma & orthopaedics, altnagelvin hospital, northern ireland, UK. The title of this study is ¿pre-requisites for optimum centering of a tibiotalocalcaneal arthrodesis nail¿ and is associated with the t2 ankle arthrodesis nail. The study published in may 2014 reported post-operative complications/ adverse events. It was not possible to ascertain specific device catalogs from the report; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore, 9 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses superficial wound infection. 2 out of 2 cases. The study states: ¿superficial infection developed in 3 patients. Infection ensued following direct trauma at the site of the head of a proximal locking tibial screw at three months post-surgery in a thin alcohol dependent patient. It cleared up following removal of screw.¿